Event description:
Suture breakage & fray. Customer reports that the suture frayed and broke during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident recur. Ethicon inc's internal control number is: 9730313-00